Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (scratch on the connecting tube) was confirmed. In addition to the gap in the adhesive area between the hold ring and the distal end, additional evaluation findings were as follows: due to a pinhole on the connecting tube there was water leakage, the adhesive on the bending section cover had a chip and a crack, the protector of the universal cord on the scope connector side had a scratch, the adhesive around the objective lens was peeled, and the connecting tube had a dent. A review of the device history record confirmed the device was shipped in accordance with specifications. It has been two years since the subject device was manufactured. Based on the results of the investigation, the root cause of the gap in the adhesive area between the hold ring and the distal end could not be determined. However, likely causes are stress of repeated use, external factors, or handling of the device. The issue is addressed in the operation manual. Chapter 3 preparation and inspection 3.3 inspection of the endoscope: 1. Inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. 2. Inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. 3. Inspect the boot and the insertion section near the boot for any irregularities such as bends, twists, tears, and cracks. 4. Inspect the external surface of the entire insertion section including the bending section and the distal end including the forceps elevator for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that when using an evis lucera elite duodenovidescope, the connecting tube had a scratch. The device was returned and evaluated, and upon estimation, there was a gap in the adhesive area between the hold ring and the distal end. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.